Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted arcing around the case. Laboratory testing determined that the device had no telemetry and no tones. Internal visual inspection noted electrical overstress damage. Evidence indicates the device was damaged after delivering a shock through a shorted electrode.

Manufacturer narrative:
This product is returned for analysis. This report will be updated completion of analysis.

Event description:
This supplemental report is being filled to include device explant information.

Manufacturer narrative:
Device is currently still in service and not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that there was difficulty to interrogate this device and troubleshooting was not successful. In addition there were no tones with magnet application. The patient was then referred to their implanting physician. The device is still in service. No adverse patient effects were reported.